Manufacturer narrative:
Previously run pt samples were rerun to confirm accurate back to the last acceptable control run. The instrument was performing within quality control specs with respect to controls (accuracy) and reproducibility (precision). Controls were run every 8 hours. Controls were run before this event and were within acceptable ranges. Instrument service info was requested but not provided. Raw data analysis was conducted. All the runs for this sample are flagged with instrument generated messages for platelet clumps. The root cause based on raw data is unk. There were instrument generated flags to alert the operator to further review the pt specimens. This reportable event was identified during a retrospective review conducted between (B)(6) 2008 and (B)(6) 2010 of complaints for add'l reportable events.

Event description:
Erroneous high white blood cell (wbc) and low red blood cell (rbc) and platelet (plt) counts were obtained for two pt specimens when using the coulter lh 750 hematology analyzer. There were instrument generated flags for cellular interference and platelet clumps on both initial and retest results for one of the two pt specimens. Erroneous test results were not reported out of the lab. Correct test results were obtained upon request. No reports of death or serious injury, and no affect to pt treatment as a result of this event.